Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting an "ER 2" message. Per the onetouch ultra owner's booklet, a used test strip or a problem with the meter could cause this error message. The medical surveillance specialist spoke with the pt on may 6, 2009 and obtained the following info. The pt reported that the alleged error message began to appear approximately 1 week prior to contacting lfs. Despite the issue, the pt claimed she continued to take her usual dose of oral medication (1000mg metformin 2x/day). On three days prior to original date, 2-3 days after the alleged issue began, the pt stated that she began to experience problems with her vision. The pt reported that she had double vision and even began to hallucinate. The pt stated that her son took her to the hosp and when she was tested with the hosp meter they obtained a blood glucose reading of "27 mg/dl." The pt only recalled that she was treated with an IV. She did not know if she was treated with glucose; however, reported feeling better after the treatment she received. At the time of troubleshooting, the customer care advocate noted that subject test strip appeared in good condition; however, discovered that the pt was using the incorrect testing technique. The issue was resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.